Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. There was no indication that the product caused or contributed to an adverse event. The reporter stated that the patient was getting an "auto off" alarm on the pump but did not show up in the alarm history. . This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/22/2017 with the following findings: a review of the alarm history showed evidence of auto off alarms. An auto off alarm was reproduced for testing purposes. The alarm was accurately recorded in the alarm history. The pump history recorded properly. No defects were found during the investigation.